Manufacturer narrative:
Device code 3009 captures the reportable event of stent positioning issue. A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed. There was no damaged noted to the stent. The stent deployment hub was at step #2, the catheter hub was advanced proximally, and the catheter lock was in the locked position. The yellow safety clip was not returned. There were kinks noted in the outer sheath near the luer connection and near the distal end. There was no damage noted to polyimide inner or the ceramic tip. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. The reported deployment issues are consistent with operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the axios stent. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician felt like the stent was not in its normal place on the delivery system and it was moved forward a little bit. After the first flange was deployed, it could not be visualized under eus. The physician deployed the second flange, and the stent ended up fully deployed in an unintended location. The stent was removed from the patient using rat tooth forceps. A metal biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician felt like the stent was not in its normal place on the delivery system and it was moved forward a little bit. After the first flange was deployed, it could not be visualized under eus. The physician deployed the second flange, and the stent ended up fully deployed in an unintended location. The stent was removed from the patient using rat tooth forceps. A metal biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.